Manufacturer narrative:
The actual device was not available; however, a photograph and four (4) videos of the sample were provided for evaluation. The photograph and videos were reviewed and a leak was observed. The reported condition was verified. The leak was caused by a visible fissure located at one end of the rigid body of the cassette and the plastic sheet. The cause of the fissure could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette body of the homechoice cassette was damaged which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. The leak was further described as ¿wet floor." There was no report of patient injury or medical intervention associated with this event, however the patient was prophylactic treatment. No additional information is available.